Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) year old female pt contacted zoll customer support to report that the pt is getting a rash under the therapy pads that has become blistered and open from the irritation. The pt reported that she would speak with her doctor about the irritation. There was no further follow-up info on the condition of the irritated area.